Event description:
It was reported to ventec that a patient reported feeling like the device had no ventilation output. There was patient involvement reported, however, there were no reports of patient harm as a result of the reported issue. Ventec has made multiple attempts to contact the initial reporter for additional information about the patient, but no response has been received.

Manufacturer narrative:
H6: the initial reporter did not provide ventec with the device's serial number. As a result, section d4 (model number, catalog number, serial number and UDI number) are all "unknown", and section h4 (device manufacturing date) shall be left blank. Ventec has made multiple attempts to contact the reporter in order to obtain additional information about the device and the reported issue, but no response has been received. The device has not been returned to ventec for evaluation. The cause of the reported issue could not be determined.